Event description:
The end user was walking and using the device when the front wheel (castor) of the rollator broke off. This caused the end user to trip and fall onto their right hand. Based on a recent x-ray, the end user has a fracture in their wrist. Photos were supplied by the end user showing the arms and rear legs of the device were assembled incorrectly, per the devices user manual. This would cause the rear wheels to be positioned incorrectly, which could contribute to device instability.